Manufacturer narrative:
The device was returned to the MFR for repair, however, the device eval is not complete. Once the device eval is completed a follow up medwatch will be submitted.

Event description:
It was reported that the meshgraft ii had shredded the skin graft. It was noted that the dermacarrier was used upside down.